Manufacturer narrative:
Manufacturing site investigation is on-going. Contract manufacturer (B)(4).

Event description:
Country of complaint: USA. Customer reported that following processing of sterilcontainers it was observed that the orange locks dots are changing back to blue. It has been stated that it is unknown if there are surgical delays related to this occurrence.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. The complained product was not returned and batch # was not provided. Due to the time-frame of the complaint, it was reasonable to assume that the issue fell within the class of locks investigated below. Supplier: (B)(4). Actions taken: CAPA opened by aesculap inc. Corrective action: sps- in october 2016, a labeling change had been made to state that this product should be kept out of direct sunlight, away from heat sources, away from hydrogen peroxide, and other sterilants. Description: there were an increased number of complaints on the indicator dot labels reverting back to blue or not fully turning. The supplier was made aware of the complaints and various lots were investigated. During the investigation, ink manufacturing process was reviewed and verified. No changes, other than going to a lead-free ink were made in the process or to the raw materials associated with making this product. Additionally, a comprehensive review was conducted with the ink manufacturer on the chemical makeup of the ink. No changes were made or found. Lastly, multiple tests and studies were conducted in an attempt to determine the root cause of the issues being reported by customers. Conclusion: at this time the issues of reversion and inconsistent color change were able to be duplicated. Through testing it was found that both lead and lead-free indicator labels would be adversely affected by being exposed to hydrogen peroxide post-sterilization. In all test cases, a reversion would occur once the processed label was exposed to hydrogen peroxide. The lead-free indicator labels were adversely affected by the exposure to direct sunlight and hydrogen peroxide. In hydrogen peroxide exposure prior to sterilization, an inconsistent color change was experienced and led to a reversion over the course of testing. Additionally, exposure to direct sunlight has caused the indicator label to revert and fluorescent light has begun to fade these indicator labels. Lead indicator labels were not as sensitive to these exposure types but did show signs that these exposures affected the product. During pre-sterilization hydrogen peroxide exposure, it was found that the lead indicator labels displayed an inconsistent color change. Both direct sunlight and fluorescent light did not appear to adversely affect the product. Corrective action: see above.